Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, device was articulated three notches and in the middle of the firing it slipped back to the neutral position. Since there was only one firing left, device was continued to be used. There was no patient injury.